Event description:
It was reported that the local area representative requested a review of the recent stored events of the cardiac resynchronization therapy defibrillator (crt-d), which is alleged oversensing, upon review of the presenting electrogram (egm), cross chamber sensing in the refractory was noted, which resulted that the atrial tachycardia response (atr) episodes being inappropriate due to ovenensensing, on both the non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. In addition, high impedance measurements on the right ventricular lead and high out-of-range pacing on the left ventricular lead were also noted. Further evaluation of this patient was recommended. At this time, this crt?d system remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).